Manufacturer narrative:
(B)(4). Customer reports electronic and liquid quality controls for the hemochron response system were satisfactory.

Event description:
Health professional reports during bypass surgery: the hemochron response system performed as clinically expected. Post procedure, hemochron response act result 140 seconds (s) vs two consecutive medtronics hms act results > 999 seconds (s). Repeat hemochron response act result 146s vs medtronics hms act result >999s. Due to the presence of bleeding, four units of fresh frozen plasma (ffp) and two units of platelets were administered. After administration of ffp and platelets, hemochron response act result 163s vs hms act result 138s.